Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is not known. Customer feels groggy and reported symptoms of weakness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Blood test performed non-fasting during call on (B)(6) 2015 produced result of hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is not known. Customer feels groggy and reported symptoms of weakness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Blood test performed non-fasting during call on (B)(6) 2015 produced result of hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.